Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was confirmed due to the black pulse wire being cut on the monitor¿s belt receptacle. The monitor was unable to complete a baseline. The root cause for the damaged pulse wire on the belt receptacle was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.